Manufacturer narrative:
Concomitant medical products: product ID: d314drm ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture with undefined high pacing impedance. The lead was removed and was not replaced. No patient complications have been reported as a result of this event.